Event description:
It was reported to philips that the device's control knob has come loose.

Manufacturer narrative:
It was reported that the device's control knob has come loose. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for front panel. Upon conclusion of the evaluation, it was determined that this was a malfunction of the front panel, the replacement quote for which was provided. The device remains at the customer site and no further evaluation is warranted at this time.